Manufacturer narrative:
-Addition of "disability or permanent damage." (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation on (B)(6) 2014. -patient had linx device removed in 2016 due to dysphagia; each device bead was resected individually during an approximate 3 hour surgery.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation on (B)(6) 2014. Patient had linx device removed in 2014. Multiple requests have been made to the center for additional information.